Event description:
The customer reported that the unit failed to recognize the battery on the b battery compartment.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery on the b battery compartment. The unit was evaluated at phillips, and the failure was verified. Replacing the battery pca resolved the failure.